Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio pro meter was prompting an error 4 message. Per the onetouch verio pro user guide this message prompts when there is a strip fill problem. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an error 4 message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
On (B)(4) 2012 - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: on performance testing with control solution error 4 was observed and no assignable cause found. On performance testing with control solution the results were found to fall above the labeled range. High readings can be due to a number reasons examples being exposure of the test strips to moisture and incorrect label information. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.